Manufacturer narrative:
Conclusion: after investigation the complaint is confirmed for a deformity in the cannula connector. The product was leak tested at the contract manufacturer and no leaks were identified from the connector deformity. It is unknown what may have caused this occurrence, however, this issue most likely occurred during manufacturing at the supplier. Review of the device history record found no abnormalities during manufacturing that would cause or contribute to the reported event. Complaints received for similar model numbers were reviewed and showed no trends warranting escalation related to this occurrence. There were no adverse patient effects because of this incidence. Medtronic has made its supplier aware and will continue to monitor for future occurrences and trends. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Device evaluation summary: visual inspection of the unopened device showed that it had the same mold mismatch on the connector next to the parting line on both sides of the connector as the opened complaint device. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during use of a dlp pediatric one-piece arterial cannula, it was reported that when the cannula was connected to the arterial line from the heart lung machine and the line was pressurized with blood, there was a defect noted in the integrity of the tubing near the connector. The customer noted that blood was leaking through the defect, this was only apparent when the cannula was pressurized. The device was replaced to complete the procedure. There was no patient impact associated with this event. Medtronic received additional information that the leak was from the cannula itself, there was a defect in the cannula near the end with the connector. The cannula was not heated or cooled prior to use. The damage was not in the location of the sutures. The patient lost 1-2ml as a result of the leak before the cannula was replaced. There was no transfusion required. Additional unopened cannulae were returned to the analysis lab with the complaint device. The unopened cannulae were tested and two of the cannulae had the same defect of the tubing near the connector as the complaint device.